Manufacturer narrative:
It was reported that surgical intervention was undertaken on an unknown date in which the patient's ipg was explanted and replaced for an unknown reason. Date of event is estimated.

Event description:
It was reported that surgical intervention was undertaken in which the patient's ipg was explanted and replaced for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Additional information was received indicating the ipg was replaced due to the device reaching end of life.